Event description:
On may 15th, 2025, we have been informed about a malfunction with a defibrillation electrode set at st. Vincenz hospital in datteln/germany. Skintact defibrillation electrodes model df20n physio-control and an unknown defibrillator had been used. The initial report stated that a defibrillation electrode asdf20 failed to shock a patient yesterday. Senior physician in the ICU described the situation: they performed a cardiac examination on the patient, 85 years old, weight normal to slightly underweight. They tried to perform a defibrillation, but this didn't work. They then restarted the defibrillator and tried again, unfortunately, this also didn't work. The electrodes had previously recorded an ECG without any symptoms. The senior physician then replaced them with electrodes of a different brand, and everything worked without problems. This problem occurred for the first time with the asdf20. The electrodes in question were not retained. The problem was discussed with the senior physician and the ek. (...) No lot number, etc., is known. Further on it was specified "the patient is doing well. No one was harmed. Unfortunately, the customer threw everything away, and it is unclear which lot number it was. The customer has already received several different lot numbers of adf20 from us this year." We have requested further information and none has been received.

Manufacturer narrative:
As neither the affected lot number nor customer samples have been available for investigation, no analyses could be conducted so far. We have requested for further information, samples, and the concerned lot number and have been informed from our distributor [translated from german to english language]: "that no further information is available from the customer and the complaint is closed". As no further information, samples and the concerned lot number are available we consider the investigation and the report closed. No conclusion can be drawn what might have cause the claimed failure.

Event description:
On may 15th, 2025, we have been informed about a malfunction with a defibrillation electrode set at (B)(6) hospital. Skintact defibrillation electrodes model df20n physio-control and an unknown defibrillator had been used. The initial report stated that a defibrillation electrode asdf20 failed to shock a patient yesterday. Senior physician in the ICU described the situation: they performed a cardiac examination on the patient, 85 years old, weight normal to slightly underweight. They tried to perform a defibrillation, but this didn't work. They then restarted the defibrillator and tried again, unfortunately, this also didn't work. The electrodes had previously recorded an ECG without any symptoms. The senior physician then replaced them with electrodes of a different brand, and everything worked without problems. This problem occurred for the first time with the asdf20. The electrodes in question were not retained. The problem was discussed with the senior physician and the ek. No lot number, etc., is known. Further on it was specified "the patient is doing well. No one was harmed. Unfortunately, the customer threw everything away, and it is unclear which lot number it was. The customer has already received several different lot numbers of adf20 from us this year." We have requested further information and none have been received so far.

Manufacturer narrative:
As neither the affected lot number nor customer samples have been available for investigation, no analyses could be conducted so far. We have requested for further information, samples, and the concerned lot number. If any will available we will provide a follow up report.